Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. Customer feeling like the flu and sweating. The blood glucose reading at the time of the event was 636 mg/dl. Customer experienced nausea and pain. Hospital treated with manual injection and IV drip. Nothing further reported.